Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator shut down while in use. The device logged a 2002 code (system powered off). The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 08oct2018. Date of manufacturer: 04oct2018. Philip's field service engineer (fse) performed troubleshooting and was unable to duplicate the reported error. Further troubleshooting revealed no issues with the ventilator. The device was returned to service.